Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), which is listed in the advisory letter, had no telemetry. The ipg was explanted and replaced.